Event description:
The colonovideoscope was returned to the service center with a report that the air insufflation does not work. This does not indicate an MDR-reportable event. However, an MDR-reportable failure was identified during testing at the service center. During inspection of the device, foreign material was found in the connecting tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.